Event description:
A malfunction alarm with code malf 12 was reported, though no notable events occurred prior to this issue. There was no adverse impact to the customer's blood glucose level. After the reset, the same malfunction did not recur, allowing the customer to continue using the pump. The customer was advised to contact technical support again if the malfunction code reappeared.